Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.